Manufacturer narrative:
No patient involvement. Sorin group received a report that the outlet port of the arterial filter was found to be cracked off after the package was opened. There was no patient involvement. The device has been requested for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the outlet port of the arterial filter was found to be cracked off after the package was opened. There was no patient involvement.

Manufacturer narrative:
Sorin group received a report that the outlet port of the arterial filter was found to be cracked off when the package was opened. There was no patient involvement. The device was returned to sorin group USA for investigation. Visual inspection of the returned device confirmed the reported issue. Sorin group USA has initiated a CAPA (B)(4) to evaluate arterial filter port breaks. The investigation found that port strength was shown to increase if the tubing / solvent is not pushed completely to the shoulder of the port. A fixture specific to this assembly process was implemented on (B)(6) 2016. This device was manufactured before implementation of the fixture.